Event description:
Country of complaint: (B)(6). Needle broke from thread when doctor was tightening the knot. Five different sutures were used.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: evaluation ongoing at original equipment manufacturer.